Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston does not fully retract. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2019 with the following findings: during investigation, the pump black box and pump history showed no evidence of rewind tolerance errors. The complaint regarding the pump piston not retracting was not duplicated or verified in the black box download. During testing, the rewind and load steps were tested with no stalls or motor alarms. The pump cover was removed and no internal motor or drive assembly issues were observed. The complaint of a motor rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.